Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the patient¿s previous surgeon treated the patient with flowable, but the material became hardened, and had to be removed. The patient had ongoing issues ever since. Additional information has been requested.

Manufacturer narrative:
The flowable wound matrix was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, the most probable root cause is an inadequate environment for wound healing and/or insufficient post-operative care. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.